Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the cartridge compartment was damaged with moisture ingress noted in the pump. The reporter confirmed that there was no damage to the cartridge cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/01/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/08/2017 with the following findings: during investigation, the cartridge compartment was cracked. A leak test was performed and failed due to a leak in the cartridge compartment. The pump was opened to find moisture damage on the printed circuit board. The pump was unable to power on due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.